Manufacturer narrative:
Pump received with the operating currents within specification. Pump passed the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No excessive no delivery alarms noted. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
The customer reported via phone call of having low and high blood glucose of 48 to 600 mg/dl. Troubleshooting found that the self test failed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.